Event description:
It was reported that the right atrial (ra) lead was observed with some presenting undersensing on electrogram. It was noted that mode switch occurred many times. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2014. (B)(4).